Manufacturer narrative:
It was noted that the device is not available for evaluation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: trident psl ha cluster 58mm; cat # 542-11-58g; lot # unknown; delta v-40 ceramic head 28/0; cat # 6570-0-128; lot # 50357804; accolade (127 deg) size 3.5 accolade (127 deg) size 3.5; cat # 6021-3535; lot # 50073401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as including operative reports, progress notes, x-rays, device identification and return are needed to fully investigate the event. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2015 the patient's right hip was implanted with a trident acetabular hip system ceramic on poly. It is further alleged that on or about (B)(6) 2018 the patient suffered severe pain, swelling and difficulty ambulating as a result of his use of the trident system.